Manufacturer narrative:
Investigation summary a used sample was provided by the customer. During visual inspection, it was noticed that the male luer had solvent on the outside of the component connection site. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for this cosmetic defect was determined to be excessive solvent being added to the connection site during manufacturing. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that sample was defective/ damaged. Verbatim: - pr for tubing defective/ damaged sample 19.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that sample was defective/ damaged. Verbatim: pr for tubing defective/ damaged sample (B)(6).